Event description:
A complaint was received from turkey with the following details: 1. During the implantation of a c1 xd 5.0mm diameter x 10mm length the dentist noticed deformation in the single use drill and appearance of dis-attached burrs. 2. The lot number of the c1 xd implant received was w22015516.

Manufacturer narrative:
As results from the investigation, it is concluded that standard engineering tests performance, in hard bone replica, led to successful performance of the drills. In addition, the initial verification of the design was performed properly in accordance with internal procedures and guiding standards. However, internal discussions elevate that the drills are not intended for applying lateral forces or drilling while bending the drills. This was supported by simulating drilling tests in bovine rib bone which contains thicker cortical bone and higher bone strength than human bone. Following the gathered information, it is concluded that the IFU of the xd drills should have included an indication stating this performance limitation. Yet this was not considered, as the common clinical practice guides to drill in the pilot drill axis. Nevertheless, following the reported complaints it is learned that all clinical performance scenarios should be evaluated for safety performance. Root cause: the IFU of the drills does not include the performance limitation referred to, as the common clinical practice guides to drill in the pilot drill axis.